Event description:
It was reported that the patient experienced increased seizures and increased severity of seizures, per the caregiver. The date when these events began is unknown but the neurologist requested information on vns implant. The patient was scheduled for an appointment with the treating physician to check the vns device. It was also reported that the patient had a fall on (B)(6) 2014 and dislocated his shoulder, which may have affected the vns. The patient is able to initiate stimulation with magnet since this fall.

Manufacturer narrative:
Name and address, corrected data: the initial MDR provided an incorrect name and email address of the initial reporter. This MDR is being submitted to correct this data.

Manufacturer narrative:
.